Event description:
It was reported that the nurse inserted the catheter then attempted inflation of balloon. Balloon would not inflate. That catheter was removed and another catheter was inserted. This balloon did not inflate. The catheter was removed and replaced with a catheter from another MFR.